Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 140 mg/dl when she woke up. The customer also experienced symptoms like nausea and the customer's blood glucose was 300 mg/dl. She was on her 4th set this morning, current blood glucose was almost 600 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.